Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with an unknown indication. At some time, post filter deployment, it was alleged that the filter had perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. The computed tomographic images depict a vena cava filter within the vena cava. The filter is tilted 90 degrees rightward and appears to lie transversely. Whether the entire circumference of the vena cava is properly ¿filtered¿ cannot be determined. The position of the device relative to the renal veins is indeterminant. Medical records were provided and reviewed. Post filter deployment, computed tomography scan of abdomen showed that the filter had severely tilted (sideways) with apex perforating the inferior vena cava. Moreover, multiple filter struts penetrated the inferior vena cava up to sixteen millimeter outside the vena cava. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with an unknown indication. At some time, post filter deployment, it was alleged that the filter had perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.